Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. All available information was investigated and the reported cds leak was confirmed. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported leak appears to be related to an observed tear in the silicone valve inside the clip introducer. There is no indication of a product quality issue with respect to manufacture.

Event description:
This is filed to report the clip delivery system (cds) leak. It was reported that during preparation of the cds, a saline leak was noted at the clip introducer. The cds was no longer used and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.